Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the patient with this pacemaker experienced light headedness and loss of consciousness, during an in clinic check it was confirmed that this device had switched to safety mode. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned.

Event description:
It was reported that the patient with this pacemaker experienced light headedness and loss of consciousness, during an in clinic check it was confirmed that this device had switched to safety mode. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48 hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.